Event description:
The customer contact reported an unrequested bolus dose was delivered. At 1122, the device was programmed in the continuous + bolus mode, to deliver an unspecified concentration of fentanyl, at a rate of 5 ml/hr, with a 5 ml bolus, a 5 minute bolus lockout, a 25 ml 1hr dose limit, a 100 ml or 150 ml container size, and the delivery was started. No further programming parameters were provided. It was reported that between 1210 and 1212, the nurse went to the pt's room. At that time, it was noted the device was delivering a bolus dose; however, the bolus cord was wrapped around the side rail of the bed, the pt reported that the button on the bolus cord was not pushed. The nurse stopped the bolus delivery. At that time, the display indicated a partial unrequested bolus dose of 1.9 ml was delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. The physician was notified. There were no reported adverse pt effects. No medical interventions were reported. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).